Manufacturer narrative:
H10: good faith efforts (gfe) have been made by the investigator to obtain additional information regarding this case without a response. No additional information has been provided. A search in salesforce found no further related calls. The absence of further calls supports that the reported problem has not recurred or was resolved. The device remains at the customer's site. The device failed to work as expected by the customer, but it is not known how the customer's issue was resolved. Because of this, we are considering this to be a malfunction of insufficient information / cause unknown. The investigator is closing this complaint under good faith efforts made, but the complaint can be reopened upon receipt of any additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nibp (non-invasive blood pressure) measurement periodically does not work. It was reported by the customer that, the measurement hangs and is not updated. The device was in use on a patient. There was no report of patient or user harm.